Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a symptomatic endoleak. The physician stated that the CT done showed a type 1b endoleak on the left side, the side with a 16x24x124 limb. The physician stated that the limb had retracted up into the sac due to aortic remodeling, and now there is no seal. Also stated that the aaa has expanding to 65 mm in diameter. The physician performed an intraoperative angiogram that confirmed the finding of type 1b endoleak on the left. The physician then implanted an endurant 16x24x156 on the left side and used a reliant balloon in the overlapping segment and within the distal limb. The final angiogram demonstrated resolution of the type 1b endoleak. The patient tolerated the procedure well. The physician stated that the cause of the event was due to anatomy, aortic remodeling. No additional clinical sequelae were reported and the patient is fine.